Manufacturer narrative:
Upon inspection and testing of the device, the adhesive of the objective lens was suspected to be peeled off due to chemical or physical stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to stress applied to the device during usage, external factors, or handling of the device. However, a definitive root cause could not be determined. In addition, service confirmed there was leakage from the metal tip which was suspected to be caused by external factors. Service found the adhesive of the bending section cover was cracked, chipped and scratched. Multiple parts were scratched due to external factors. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the subject device exhibited an air leak. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling from the objective lens).